Manufacturer narrative:
The complaint device was returned and device analysis was performed. The reported clip opening and incomplete coaptation could not be tested in a testing environment as the clip was implanted and remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no lot specific product quality issue from this lot. A definitive cause for the reported clip opening could not be determined. The reported single leaflet device attachment (slda) was due to the reported clip opening. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening and the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 + torrential mixed etiology mitral regurgitation (mr). During removal of the lock line, the mitraclip ntr opened to about 50 to 60 degrees. The clip was able to be closed down and clip deployment commenced. Both leaflets were inside the clip. Around five minutes after clip deployment, the anterior leaflet came out of the mitraclip. A mitraclip xtr was implanted lateral to the first clip to stabilize it. A third mitraclip, an ntr, was implanted to eliminate the residual mr. The patient was stable through out the procedure and was extubated at the end of the procedure. There was no adverse patient sequela. No additional information was provided.